Manufacturer narrative:
The insulin pump was received with ghosting display due to bleeding lcd glass. Unable to perform the functional testing, including the operating currents measurement, self-test, unexpected restart error test, displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to lcd anomaly. The insulin pump had minor/deep scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's father reported via phone call that the screen was showing partial display. The customer's blood glucose was unknown at the time of incident. The customer's father stated that the screen has lines. The customer's father was unable to perform self test due partial anomaly. The customer's father stated that they could barely read the screen. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.